Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken guidewire is confirmed; however, the exact cause is unknown. Seven photographs of a nitinol guidewire were returned for evaluation. An initial visual observation of the photographs showed the coiled portion of the guidewire was unraveled, and the core wire and coiled wire were observed to be broken. The coiled wire could be seen to be more severely unraveled toward its distal end. The weld tip could not be seen within the returned photographs, and no other segments of the guidewire were observed. Blood residue could be seen on the guidewire. While the exact cause of the broken guidewire could not be determined from the returned photographs, possible contributing factors of the break include retraction of the guidewire against the bevel of the introducer needle and advancement/retraction against resistance. A lot history review (lhr) of recx1734 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that "during the installation of PICC line, there was a guide failure. Attempt to remove the guide + needle. Needle removal without problem but difficult removal of the guide. Demaillage of the guide on its end and the pediatric patient had to endure longer anesthesia. Radio which shows that a fragment of the guide has remained in the tissues. Ultrasound by radiologist. No discomfort or pain yet."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recx1734 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that "during the installation of PICC line, there was a guide failure. Attempt to remove the guide + needle. Needle removal without problem but difficult removal of the guide. Demaillage of the guide on its end and the pediatric patient had to endure longer anesthesia. Radio which shows that a fragment of the guide has remained in the tissues. Ultrasound by radiologist. No discomfort or pain yet."